Manufacturer narrative:
The pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, case cracked behind the pump near the battery compartment and broken battery tube threads. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to broken reservoir tube lip and missing retainer.

Event description:
Customer reported via phone call that the top of the battery compartment had damaged. Customer's blood glucose level was unknown at the time of the incident. Customer stated that a chunk on where the screw cap was broke of. Customer stated that no physical damaged to the reservoir lip ring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.